Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had an incident at work on (B)(6) 2018 and was hospitalized. The customer reported that she blacked out at work and fell on the floor. The customer stated that the hospital staff checked her blood glucose levels and it was 10 mmol/l. The customer stated that she went to the hospital because she hit her head. The customer stated that she had a couple of stitches on the head and she was treated with two liters of normal saline. The customer stated that she went to the hospital at 3:30 am and was discharged at 7:20 am. The customer reported that the insulin pump was over delivering insulin. Customer experienced a low blood glucose and the blood glucose value was 2.6 mmol/l. Customer also specified other relevant blood glucose value was 2.8 mmol/l, 3.4 mmol/l, 7 mmol/l, 10 mmol/l, 8.7 mmol/l, 11.1 mmol/l and 4.3 mmol/l. Customer was alleging the insulin pump for over delivering because of the low blood glucose. Troubleshooting was performed and the device will not return for the analysis.